Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this inflatable penile prosthesis (ipp) underwent a thorough analysis. Both cylinders were visually inspected and underwent leak testing. Both cylinders had wear at fold in the distal end and in the middle of the cylinder. The first cylinder had fluid loss caused by multiple pinholes in the proximal end of the cylinder consistent with sharp instrument damage. And the quick window connector was reported to be worn. The second cylinder kink resistant tubing (krt) was trimmed down close to input tube junction, and the tubing with the connector was not returned for analysis. The second cylinder passed leak testing. The pump was visually inspected and underwent leak and functional testing. The pump passed visual inspection as no visual damages nor abnormalities were found. The pump passed leak testing; however, it did not pass functional testing. Based on the information available and analysis results, the pump not passing functional testing could have caused or contributed to the reported clinical observation of mechanical issue; therefore, a conclusion code of cause traced to component failure was assigned to this investigation.

Event description:
It was reported that this inflatable penile prosthesis (ipp) was not working properly. Two weeks later a revision surgery was performed, upon inspection a crack in the pump connecting tube was found. The pump and cylinders were explanted and replaced. No patient complications were reported.

Event description:
It was reported that this inflatable penile prosthesis (ipp) was not working properly. Two weeks later a revision surgery was performed, upon inspection a crack in the pump connecting tube was found. The pump and cylinders were explanted and replaced. No patient complications were reported.